Event description:
The customer observed false nonreactive ARCHITECT Syphilis TP results that do not match Antibio platform. The results provided were: Initial=0.55 S/CO (< 1.00 S/CO=nonreactive)/repeated=0.60 S/CO. Another hospital=positive.Autobio platform= positive. TPPA=positive; RPR=negative. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.Section A Patient Information: Refer to Section B5 for complete patient information. All available patient information was included. Additional patient details are not available.This report is being filed on an international product, list number 08D06-87, that has a similar product distributed in the US, list number 8D06-31 / 41, with 510K/PMA/BLA number K153730.